Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on radius assessed as fold flaw opening. Additional observations: crease fold and wear abrasion observed on the device. Yellow particles observed inside the device.

Event description:
Healthcare professional reported unknown side deflation. The device has been explanted and replaced.